Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an ellipsys was used to treat the left arm. Approximately 8 months post procedure patient suffered stenosis of mid arm cephalic vein of left arm. At visit 12, patient mentioned history of additional procedure to study fistula. Medical records showed a referral for difficult cannulation. A fistulogram was preformed showing a 50% stenosis of the mid arm cephalic vein of the left arm. Stenosis was treated with fluency stent and angioplasty, with no residual stenosis afterwards. Patient recovered.